Event description:
It was reported that a patient kicked off the blood oxygen sensor and the monitor continued to display normal data without any alarm. The monitor was replaced and the patient's vital signs were stable. No patient or user harm was reported.

Manufacturer narrative:
Device was evaluated by the customer.